Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, after introducing dilator with slot, they tried to remove the guide wire but it cracked. No reported patient outcome.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the guide wire was stretched and unraveled. Only the guide wire was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the unraveled guide wire may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, after inserting the slot and dilator into the subclavian vein to insert the catheter, they had problems inserting it to the beefy patient near the clavicula. The guide wire was replaced to move the catheter further for a better feed. After placement of the catheter, the kinked guide wire cracked near the j tip and coiled up. It was reported that nothing was retained inside the patient's body. There was no patient injury.